Event description:
It was reported that after following the directions for use (dfu) the intraocular lens (iol) went into the eye and the surgeon noticed at the edge some ¿scratches¿ like a knife would do. The issue was first noticed during implantation. The iol was fully inserted. The serial number has not been provided despite several attempts to obtain the information. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned for analysis. The lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.